Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was noise displayed on all of the ECG and ablation signals, on the carto 3 and recording system. It was initially reported by the customer that there was noise displayed on all of the ECG and ablation signals, on the carto 3 and recording system. The cable was replaced without resolution. The smarttouch sf catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence. The customer¿s reported noise issue was not considered to be MDR reportable since the risk to the patient is low. However, on 9-jan-2024, additional information was received indicating the physician did not have any intact ECG signal available to monitor patient heart rhythm while the affected catheter inside the patient¿s body. As such, the event was reassessed as an MDR reportable malfunction since the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31089560l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).